Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a dislodgement of the right ventricular (rv) lead was suspected. Four days after implant the rv lead exhibited a drop in r-waves and no impedance or threshold measurements. Additionally, the rv lead exhibited oversensing/double counting of p-waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.